Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 1121.5 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient reported to the hcp that their pump "beeps periodically." Per the pump interrogation logs there have been numerous motor stalls and recoveries every day to every couple of days and the recovery occurs a few minutes to an hour after the stall. When they aspirated the pump reservoir they confirmed that there was more fluid than expected. The expected reservoir volume was 4cc and the actual volume was "8-9cc." The hcp stated that the patient hadn't been exposed to MRI or other procedures that could have stalled the pump and the patient wasn't aware of anything either. The patient's dose was decreased 20% and their oral dose was increased. Considerations were reviewed with the caller. No patient symptoms were reported. No further complications were reported.